Event description:
Pelvic pain, back pain, abd pain, headaches, irregular bleeding. I was working full time and going to school and thought it was stress. Diarrhea 3 days went to dr. CT scan showed ovarian cyst. Medication shrunk cyst. Symptoms persist, d and c, symptoms persist. Symptoms worsening as time goes on.